Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13276. It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise on their right ventricular lead, confirmed with isometric exercises. Lead was capped and replaced on (B)(6) 2020. During the procedure, it was noted that the lead also exhibited an insulation breach because it was sitting on top of the pacemaker device. The pacemaker also exhibited a dented can and fractured plug due to the friction. The pacemaker was removed and replaced during the same procedure. Patient condition was stable after the procedure.